Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high, out of range pacing impedances and loss of capture (loc) with no asystole. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).